Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
Additional information was received on 10/29/2025: this was an arthroscopic procedure. The issue occurred during engagement of the locking mechanism. The anchors were successfully inserted into the humeral head prior to the malfunction. The surgery was delayed by approximately 30 to 45 minutes. Additional anesthesia was administered to the patient, although the exact duration is unknown. Adverse patient effects have not been confirmed yet, but a revision remplissage procedure may be required.

Event description:
On (B)(6) 2025, a sales representative reported via email that two ar-3641sp self-punching knotless 2.6 fibertak anchor with #5suture failed due to a malfunction in the knotless mechanism. The anchors did not pass sufficiently during use. All broken pieces were successfully removed from the patient; however, the anchors remain in the humeral head. The procedure was completed using an ar-3632sp fibertak sp suture anchor. This was discovered during a remplissage procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.